Event description:
A consumer implanted for chronic low back pain reported that after being in a car accident they were unable to get the implantable neurostimulator (ins) to charge after multiple attempts and saw the power on reset (por) message. It was unknown if this was a warning or informational por. The last time the consumer felt stimulation was two to three weeks ago and the last time they charged successfully was last month. The consumer was currently in pain, couldn't get any relief, and felt dizzy and weak but caught herself in order not to fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.